Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking sensation, sometimes ten times a day, and it occurred when the implantable neurostimulator (ins) was on or off. The issue would even occur at night and the reporter estimated that it had been occurring for a month of two. The reporter did not reference any event, fall, or trauma that prompted the situation. The reporter ordered x-rays and a MRI. The reporter also ruled out ¿perceived¿ shocking when the ins off per her knowledge of the patient. The patient¿s therapy impedance on (B)(6) 2014 was 1,395 ohms. It was noted that on (B)(6) 2014 the patient experienced an intermittent tingling sensation and lightheadedness with a therapy impedance of 931 ohms. On the day of the report the patient¿s therapy impedance was 64 ohms and the patient got a shock when the impedances were tested at 1.5 volts. The electrode combination of 1 and 2 produced an impedance of 62 ohms. The reporter mentioned that the shocking would wake the patient up in her sleep and she had residual numbness post-shock. The shocking was down the patient¿s right arm. Thirteen days later it was reported that the doctor was looking for a short on x-rays. No results were provided. Additional information was requested, but was not available as of the date of this report.